Manufacturer narrative:
(B)(4).

Event description:
It was reported that 3 catheters were released for distribution, all with expired use by dates (ubd) of 2013-03-09, 2013-03-24 and 2013-09-08. The catheters were not implanted and therefore there were no patient symptoms or patient involvement. It was later reported that there was a misunderstanding. The nurse had confirmed that there were no catheters delivered and those which were out of date had gone out of date in the hospital¿s possession and through their own actions. Three revision kits had been ordered and the delivered and the nurse mistakenly thought that catheters were sent as well.